Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 14 patients tested on a cobas 8000 cobas ise module (double) along with ise sample short errors. From the data provided, the potassium and chloride results for 2 patients were a reportable malfunction. For patient 1 the initial chloride result was 114.0 mmol/l with a repeat result of 103.3 mmol/l. For patient 1 the initial potassium result was 4.61 mmol/l with a repeat result of 4.19 mmol/l. For patient 2 the initial chloride result was 117.6 mmol/l with a repeat result of 105.8 mmol/l. For patient 2 the initial potassium result was 4.76 mmol/l with a repeat result of 4.32 mmol/l. Patient information was requested but was not provided. The erroneous results were not reported outside of the laboratory. There was no adverse event. The chloride and potassium electrode lot information was requested but was not provided. The field engineering specialist determined the root cause was due to an issue with the ise sipper nozzle. He replaced the sipper and vacuum nozzles. He replaced the tubing that connects to the ise vessel. He cleaned a solenoid valve. Precision check testing was performed with acceptable results. There have been no further issues following the service visit.